Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the atrial lead was oversensing noise that caused inappropriate mode switches. Programming changes were performed. The patient was in stable condition.